Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a procedure the image acquisition system (ias) suddenly failed and the user performed a system restart. Due to the persisting malfunction, the system switched to "bypass" mode, where only continuous fluoroscopy with reduced image quality is available and the acquired scenes cannot be saved and reviewed. The "bypass" mode is a mitigation for this kind of failure scenario, so that a procedure can be aborted in a controlled manner if necessary. The problem was resolved by reseating the boards on ias pc as part of service activity. In the opinion of our system specialists, the error described in the complaint is most likely due to a temporary hardware problem that could be and was resolved by pulling and carefully reconnecting the affected circuit boards of the ias pc. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an emergency procedure, the user reported a sudden ias failure. The procedure was terminated. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.